Event description:
It was reported by an eye care provider (acp) that a pt developed a peripheral ulcer during contact lens wear. The pt was switched to another MFR's lenses and lens care solution. The ulcer resolved. Additional detailed information regarding the event was requested but has not yet been received.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).